Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0210614470, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. (B)(6). Analysis of the pump, model# 8637-40, serial#(B)(4), identified residue in the drug flow path of the reservoir. Difficulties occurred with accessing the drug reservoir during/after decontamination. Analysis of the unknown ascenda catheter found damaged to the catheter body transition tubing. The interrogation print report indicated the pump was used to deliver fentanyl (2000.0mcg/ml, 12.5mcg/day) and bupivacaine (30.0mg/ml, 0.187mg/day). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned with no allegation of deficiency. No further information was provided.